Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image and a blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the open book image, and the serialized device was replaced. Troubleshooting was performed for the blank display, and the display was blank at the time of the call. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
No blank display noted. Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on 09/03/2025 03:14:00.000 and on 09/03/2025 03:24:00.000. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, stained serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, moisture damage on the pcba 2, moisture damage on the motor and corroded force sensor. Perform the history review 1 week prior to the event date 03-sep-2025 in the pump history file and found 1 lost sensor alert on 08/30/2025, 1 lost sensor alert on 09/01/2025, and 2 pump error 35's on 09/03/2025 03:14:00.000 and on 09/03/2025 03:24:00.000. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Pump error 35 found in the pump history file. Unable to perform the required testing due to critical pump error (open book image) alarm. Alarm-aa99-critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Alarm-a338-pump error 35 alarm confirmed due to corroded force sensor. Display anomaly-blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.